Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported magnetic sensor issue could not be conclusively determined.

Event description:
During an atrial tachycardia procedure, there was a communication issue with the catheter resulting in a delay. When the catheter was inserted into the heart chamber and used in voxel mode, it was noted that the se indicator remained red, and the baseline of the sheath filter could not be obtained. The field frame was located, the catheter was reconnected, and the ensite system was restarted, but the se function was not recognized. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported catheter.